Manufacturer narrative:
Conclusion: no faults detectable.

Event description:
(B)(6). Initial info was received from a physician via a company rep on (B)(6) 2008: the physician reported that he has been using poly-l-lactic acid (sculptra) for several yrs, and that he "has had granulomas occur with some frequency" in pts he has treated, as well as in those treated by other physicians, (number of pts not specified). The physician reported that he has "removed many of the granulomas without adverse sequelae." No further medical info was specified. Additional info for sculptra (lot# and exp date - not provided) from product technical complaint report (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable.